Event description:
It was reported that a patient is having symptoms of an allergic reaction after the use of rhbmp-2/acs, in a lumbar fusion procedure. The patient has been referred to an allergist for treatment.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.